Manufacturer narrative:
(B)(4). Date of birth: the full date of birth of the patient was not provided, only the year of birth ''1941'' was provided. (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the advantech single board computer (sbc), network adapter printed circuit board assembly (pcba), hard drive and modified ethernet cable assembly to resolve the issue. Fss performed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that during treatment of a patient's left eye, the machine went into the safe state, communication failure with grey screen during irrigation/aspiration (ia). It was noted that there was patient involvement and the clinic was not able to restart the machine and continue the procedure, so the surgery was completed successfully by using another system. It was reported that there was a maximum of 5 minutes delay for setting up the other system; however, there was no patient injury or other complications reported.

Manufacturer narrative:
Corrected data: in the initial MDR report, an incorrect date of (B)(6) 2016 was entered as the date of this report. The correct date is (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report, the device manufacture date provided (06/28/2010) was incorrect. The correct date of manufacture is 06/26/2010 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.